Event description:
It was reported that the patient did not have adequate coverage with stimulation and the ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.